Event description:
It was reported that the physician's handheld had a connection issue with the serial cable. It was reported that the connection is moving and when pulled down too much there is no contact with the device. The physician was provided a new programming computer. The handheld is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
The handheld was received by the manufacturer on 01/26/2015. Analysis identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with a broken wire connection in the serial cable. Analysis of the returned flashcard found no anomalies.